Event description:
It was reported to boston scientific corporation that an rx cannulating autotome was used during a sphincterotomy procedure on (B)(6) 2011. According to the complainant, during the procedure, it was difficult for the physician to manipulate the sphincterotome and to insert the jagwire guidewire into the catheter of the sphincterotome. Upon removal from the patient, the physician noted that the tip of the device was damaged (blunt). The procedure was completed with another rx cannulating autotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay. Based on the device analysis, which indicates that the working length and cutting wire of the device were kinked/bent, this is now considered a reportable event.

Manufacturer narrative:
Complainant address: (B)(6). (B)(4) - the device problem code 1059 for the evaluation findings of cutting wire and catheter bent. A visual examination of the returned device found that the working length was twisted and kinked/bent, the exposed cutting wire was bent, and the distal tip was damaged (split/torn). From an examination of the split tip, it appears that the distal tip may have come into contact with some part of the endoscope (elevator) while the device was advanced through the scope. The damaged tip likely affected interface with the guidewire. During a functional evaluation, the device failed to bow due to the twisted working length. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the kinked/bent working length, bent cutting wire, and split tip are likely due to procedural factors. Therefore, the most probable root cause classification is operational context.